Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the moderately tortuous, moderately calcified and 90% stenotic mid right coronary artery. The physician advanced the 3.5x20mm quantum maverick balloon to the lesion and inflated the balloon to 20 atms on the first inflation and it ruptured. There were no pt complications. The device was removed intact. The procedure was successfully completed with another 3.5x20mm quantum maverick balloon and the deployment of a stent. Pt status is reported as "good".